Event description:
Boston scientific received information that after the pocket had been closed at implant, it was found the lead has dislodged. The pocket was opened and the lead was repositioned successfully. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.